Manufacturer narrative:
Eval summary - the device was in vivo for approx. 1 year. No product was returned for eval. Also, no x-rays were returned for review. Surgical notes are also not available for review. The pt height, weight, and activity level are unknown. Factors which may contribute to acetabular implant loosening pertaining to m/l taper stem may be one or a combination of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interfaces, impingement, and pt activity post-op. Based on the available info a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient's attorney that the device was implanted in 2007, and the patient was revised in 2009, due to experiencing pain.